Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk ICD, implanted: (B)(6) 2010. 407652 lead, implanted: (B)(6) 2006. 419488 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during the extraction of a previously capped right ventricular (rv) lead the extraction caused a svc (superior vena cava) tear requiring surgical intervention. It was noted that that this previously capped rv lead had been prophylactically replaced at an earlier date. A new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo; distal segment returned and analyzed.